Event description:
It was reported that a 26-year old caucasian female patient underwent primary breast augmentation with two 475cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient suffered unspecified autoimmune disorder, hiatal hernia, water retention, fatigue, a decline in health, tired, weight gain, major chest pain, paresthesia, stabbing pain, and unexplained fevers. The patient was in an emergency room when the hernia and bilateral breast implant deflations were observed. The breast had indentations, scars that never healed, improper shape, and felt botched. Lastly, the right breast implant goes underneath the armpit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).